Manufacturer narrative:
The reported event of noise was not confirmed. A complete lead was returned in four pieces. Electrical testing noted internal short between conductor paths due to procedural damaged to the inner insulation. Visual and x-ray inspections of the lead did not find any anomalies except procedural damaged.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. The ra lead was explanted. No patient consequences reported throughout the procedure.